Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
A device history record review was not performed as the reported information does not indicate a potential manufacturing issue. The root cause of the cardiac arrest is unknown, as it may have been attributable to a combination of the reported events and other predisposing factors. Cardiac arrest and neurological deficit events are known potential adverse effects per the device instructions for use.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve echocardiogram showed a normal implant. Forty five minutes post implant, the patient experienced asystole/cardiac arrest. The electrocardiogram (ECG) showed no st segment changes. The patient was taken to the operating room and a coronary artery bypass (CABG) was performed on three coronary arteries. The surgeon reported that the cause of the cardiac arrest was either coronary occlusion or severely depressed left ventricle, however, no definite conclusion was reached. No other adverse patient effects were reported.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent information was received that it was believed the patient had experienced several small strokes and been admitted to a long-term care facility. There was no additional information provided as to whether a coronary occlusion or suicide ventricle was believed to be the cause or a contributing factor.

Manufacturer narrative:
Additional information was received that the patient did not experience "small strokes" but ischemic encephalopathy secondary to prolonged cardiac arrest. There was no known cause of the cardiac arrest. No further adverse patient effects were reported.